Event description:
The patient contacted animas on (B)(6) 2012 reporting the up arrow and ok keypad buttons required multiple presses to elicit a response. The patient stated there was a small tear on the up arrow button due to using a fingernail to capture presses. The patient reported that tactile changes occurred prior to keypad damage. The patient allegedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn in the area of the up arrow key and the green finish was worn in the keypad area. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the contrast and ok keypad buttons were intermittently unresponsive and the up and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.